Event description:
On (B)(6) 2014, our firm received an e-mail from a patient's (pt's) parent notifying that his/her daughter was prescribed the oasys for astigmatism contact lenses (cl). The pt's mother stated that the prescribing eye care professional (ecp) told the pt that he/she could wear the lenses for a month at a time. The pt's mother stated in the e-mail, "that as a result of over-wearing the contacts her daughter developed an ulcer on her eye." The pt's parent also advised that the pt was under the care of a new ecp and may have to see a corneal specialist. Placed a call to the pt's parent on (B)(6) 2014 and spoke to the pt's grandparent, it was reported that the pt's grandparent stated that he/she thought that the affected eye was the os. The pt's grandparent stated that the pt received 2 drops and 1 drop was prescribed every hour. The pt's grandparent advised that the pt used the drops q1 hour for 1-2 weeks. The pt's grandparent stated that he/she could not recall the date that the pt was diagnosed with the os ulcer, but thought the pt was still currently using eye drops. The grandparent stated that the pt had severe eye pain and redness for a couple of weeks. The grandmother did not have any additional information to offer. The grandparent did not know the ecp information or if the pt has any lenses that can be returned for evaluation. No lot number was available, therefore, no device history review can be conducted. The suspect/product remaining from the involved multi-pack was not available for return for evaluation. Based on all available information, no casual factors can be determined and no conclusions can be drawn. Numerous unsuccessful attempts were made to collect additional medical information. Any additional information received, will be reported within 30 days of receipt. MDR reportable event trends are reviewed in franchise management review meetings.

Manufacturer narrative:
(B)(4).